Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'alarming downstream occlusion when no occlusion present' which were reproduced while running a loaded set. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed downstream sensor. The downstream sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.